Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. System check was started with tandem technical support (tts) however, customer was unable to complete the check and tts was unable to determine the resolution of the occlusions.